Event description:
It was reported that a patient presented with signal artifact noted on the right ventricular lead. The lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.

Event description:
New information was received notes that extracardiac stimulation was noted on the lead. No further adverse patient consequences were reported.